Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 5 mm. Moderate paravalvular leak (pvl) was reported and a balloon aortic valvuloplasty (bav) was performed with a 28 mm non-medtronic balloon. The valve dislodged supra-annular. Subsequently, a 34 mm valve was implanted due to patient anatomy and pvl reduced to trace. No additional adverse patient effects were reported.